Event description:
Contact reported that the screwdriver tips broke off in the screw head during insertion into the sacrum. Pieces were left embedded in the screw heads. As an unintended piece was left in the body, an MDR is being filed to document this event.

Manufacturer narrative:
Not yet returned for eval.